Event description:
Hospital staff stated that a 90478 module did not give an audio or visual alarm when a patient experienced a seven beat run. The run was captured by the full disclosure feature and recorded as an alarm. Other hospital staff stated that they have had similar problems on different telemetry channels.

Manufacturer narrative:
The module default is to alarm on a five beat run. However, the module can be configured by the user to alarm from three to ten beat runs or to turn alarms off. At this time, we do not know how the module was configured. A "run" is classified as three or more consecutive beats of abnormal morphology. The 90478 module and full disclosure are different systems and can classify waveforms differently. As such, some waveforms can be classified by the two different systems as two different alarms. Spacelabs is continuing its investigation into this issue and will supplement this MDR as appropriate.